Manufacturer narrative:
Per evaluation from the manufacturer: during the technical inspection, the error description was confirmed. Based on the defects identified during the technical inspection, it is concluded that the cause of the described malfunction is mechanical damage caused by the user or during refurbishment. This mechanical damage is causing the led to emit only no light. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device is pending receipt by manufacturer. The investigation is not yet completed; investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported the device has no light. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
Device received by manufacturer as noted in section d-9. The investigation is not yet completed; investigation results are pending. The event is filed under internal complaint ID (B)(4).